Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose was not responding correctly after a bolus. He felt that the insulin was not being delivered. The blood glucose reading was 210 mg/dl. Customer treated with manual injection. He stated that there might be a site issue to due scar tissue. He also stated that the week prior he had a low blood glucose of 40 mg/dl but declined troubleshooting. He stated that the drive support cap appeared normal. He was advised to run a manual prime and stated that insulin did exit. He found no leaks and no air in the tubing. The bolus wizard and basal rate settings were correct. Customer was unable to perform the high pressure test. He was advised to remove the infusion set and stated that the cannula was not bent. Nothing further was reported.